Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received: d4: lot number and expiration date h4: device manufacture date h10: the product was not returned for evaluation. No applicable imagery was provided by the site for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. As the complaint event was unable to be confirmed a complaint history review was not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. It is to be noted per the IFU, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections are tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for sheath shaft resistance with delivery system, bc was unable to be confirmed due to the unavailability of returned device and applicable imagery. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ review of the case description supports that the patient had a minimum luminal diameter (mld) of 3.8mm, moderately calcified and mildly tortuous access vessels. The small vessel diameter (<6mm per IFU for 16f) in addition to the presence of calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. In addition, tortuosity in the patient¿s access vessels can create challenging pathways for delivery system insertion as well. As a result, available information suggests that patient factors (undersized mld/tortuosity/calcification) contributed to the reported event. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The complaint for sheath shaft resistance with delivery system, bc was unable to be confirmed due to the unavailability of returned device and applicable imagery. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, no corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach resistance was felt advancing the valve and delivery system through the sheath. The devices became stuck at the iliac artery. All devices were removed as a unit. After vasodilation of the iliac artery, another 29 mm sapien 3 valve was prepped and successfully implanted. Upon removal an iliac artery rupture was observed. Surgical intervention was required to repair with a stent graft. Per medical opinion, the patient¿s mld of 3.8mm and moderate calcification may have contributed to the reported event.